Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The mesh was explanted on (B)(6) 2012. The mesh was removed due to the patient's request for removal because of pain and dyspareunia. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure seven years ago. In 2012, the patient underwent an excision of mesh procedure due to pain. Additional information was requested.